Event description:
It was reported that the device was used during a low anterior resection. The surgeon fired the device 3 times. After the third firing the surgeon noted unformed staples and hand sutured the rectal stump defect. The pt had a diverting colostomy. The device was discarded.